Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, female patient who was receiving lioresal 2000mcg/ml at 490 mcg/day (lot number unknown) via an implantable pump for non-malignant pain and complex regional pain syndrome type I. The patient¿s medical history and concomitant medications were unknown. On approximately (B)(6) 2016, the patient experienced an infection following pump replacement on (B)(6) 2016. The symptoms of the infection were unknown. It was unknown what led to the event. Diagnostics and troubleshooting was unknown. On approximately (B)(6) 2016, the pump and catheter were removed. An externalized catheter was placed and connected to a syringe pump to continue therapy while decreasing the dose. A dose decrease was unsuccessful due to comorbidities (no further information given). On (B)(6) 2016, the external catheter was removed. A new catheter was placed and tunneled to an externalized intrathecal pump, which was sutured to the patient¿s skin over the abdomen. The plan was to continue delivery until the patient was stable enough to safely decrease the intrathecal baclofen dose. As of (B)(6) 2016, the event was not resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.